Event description:
On 01/30/1999 following a percutaneous transluminal coronary angioplasty an angio-seal device was placed in a pt's right groin. Prior to device deployment an arteriogram was done revealing placement in the common femoral artery and the deployment went on without event. Later the same day the pt was evaluated, for a vessel occlusion, by a cardiovascular surgeon and then taken to surgery. After further review of the pre-arteriogram films a stenotic area was noted 2-3 cm proximal to the puncture site. On 02/04/1999 the pt was discharged in stable condition. As of 03/01/1999 there has been no further report to the MFR of complication or additional pt sequelae.